Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify any adverse trends for the reported issue for this lot. A review of the DHR found that the lot met all release criteria. Root cause: unable to determine. Source: email.

Event description:
Customer reporting a false faint positive sars results. Customer states they were symptomatic with a mild sore throat. Customer states the kit was stored in a suitcase during air travel. Customer states the result was confirmed negative with a pharmacy naat rapid test and another rapid antigen test.